Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Duraloc handle was broken. Not in a case, no patient effected.

Manufacturer narrative:
Duraloc handle was broken. Not in a case, no patient effected. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. Examination of the reported device was not possible as it was not returned. A search of the complaint database found other reports for the duraloc curved cup impactor. The provided date code for the instrument is (B)(4) indicating the instrument was manufactured in june of 2002. Although the sample was not returned; product wear out have been identified as contributing factors in previous reports. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.